Event description:
It was reported that the threaded rod fractured off inside an implant upon impaction into the disc space of the l5/s1 level on (B)(6) 2026 the threaded tip was not able to be retrieved as it fractured flush with the anterior surface of the implant face.

Manufacturer narrative:
It was reported that a threaded rod fractured off inside an implant upon impaction into the disc space of the l5/s1 level on (B)(6) 2026. The threaded tip was not able to be retrieved as it fractured flush with the anterior surface of the implant face. The surgeon decided to leave the fractured threaded tip in the implant. Anchors were deployed and the blocking screws were properly locked. Nothing was placed over the fractured threaded tip to prevent migration. The back end of the fractured threaded rod was not yet returned for evaluation of damage and therefore no determinations could be made as to the cause of the reported issue, and the failure cannot be established at this time. A risk reconciliation was performed and concludes the observed risk is within the expected risk level.